Manufacturer narrative:
An event for patient effects death and stroke/cva was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided information was reviewed by an medical affair. Based on the information received, reported death was due to stroke. However, the patient effects stroke could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. B2 - date of death is estimated.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet was implanted. The patient's condition prior to implant procedure was hypertension, atrial fibrillation, peripheral artery disease, cardiomyopathy, and cardiac amyloidosis. A 28mm amplatzer amulet and a 25mm amplatzer amulet were also used, but neither the 28mm nor the 25mm were implanted due to being too large. There are no allegations of malfunction with neither the 28mm nor the 25mm amulets. On an unknown date, the patient experienced a stroke and passed away. The cause of death was stroke. The physician does not believe that the patient passing is related to the amulet devices.

Manufacturer narrative:
B2 - date of death is estimated. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.